Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose for one day. The customer's most recent glucose reading was 397 mg/dl and she has treated with the insulin pump. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the test failed. No further info was provided.